Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy menstrual bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia") and procedural pain ("transient procedural pain"). The patient was treated with surgery (essure removal, laparoscopic bilateral salpingectomy, hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, female sexual dysfunction and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, female sexual dysfunction, pelvic pain and procedural pain to be related to essure. The reporter commented: transient procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy menstrual bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia") and procedural pain ("transient procedural pain"). The patient was treated with surgery (essure removal, laparoscopic bilateral salpingectomy, hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, female sexual dysfunction and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, female sexual dysfunction, pelvic pain and procedural pain to be related to essure. The reporter commented: transient procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information, medical history, removal details added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.